Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported system monitor is flickering, then system freezes and shuts down. Not pt injury was reported.